Manufacturer narrative:
Medtronic received additional information from this patient's physician that this patient expired due to cardiogenic shock. Specifically, the patient did not tolerate hemofiltration and required additional pressors for cardiogenic shock. There were no issues noted with the valve noted following implant, and no medtronic product was implicated in the patient's cause of death; an autopsy was not performed. Patient's relevant medical history updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: there were no issues noted with the valve following implant, and no medtronic product was implicated in the patient's cause of death; an autopsy was not performed. A review of the device history record (DHR) for this valve, there were no non-conformances identified in manufacturing that could be impacted this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Neither autopsy nor explant information was reported. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of the bioprosthetic valve, the patient expired. No cause of death or autopsy were provided.